Manufacturer narrative:
Reported event: an event regarding infection involving a triathlon tibial insert was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot and sterile lot. Conclusions: it was reported that the patient's knee was revised due to infection. The event could not be confirmed nor the root cause determined because insufficient information was provided. Further information such as pre- and post-op x- rays, patient history, pathology report & follow-up notes are needed to investigate this event further. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. If additional information and/or device becomes available, this investigation will be reopened. Catalog numbers and lot codes of other devices listed in this report: 5536b600 tritanium bplate triathlon s6 ctd51650, 5552-l-381 tritanium patella-asymmeetric ka30, 5517f702 triathlon p/a cr beaded #7r jr92t. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's right mako knee was revised due to infection. A washout and revision of a 6x9 cs poly was performed. Rep provided usage sheets for the primary and prior revision and may be able to provide the latest usage sheet, and reported that otherwise, no further information will be released by the hospital or surgeon.